Manufacturer narrative:
Correction d4.2 (expiration date), d4.4 (lot #) and d4.5 (unique identifier (UDI) #): these fields have been updated. Correction h4 (device mfg date): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b3: date of event corrected to 2024-04-25. Correction g3: date MFR rec for initial report corrected to 2024-04-25. Medtronic received additional information that the instrument was on an uneven surface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog wash kit and an autolog iq instrument, it was reported that there was a patient admitted to the emergency department with life emergency injuries to the chest from a weapon caused by a fired gun. The customer asked to open the bowl saver. The weapon was passed through the suction latex and filled the canister once with 2000 cc of blood. The water started coming out of the bottom of the instrument and it started to make an abnormal sound. The customer verified all the connections were secure. The same issue happened after verification. The manager suggested that the bowl must be broken in the instrument. The customer dried the area and returned to attempt to resume the procedure but the same issue occurred. The customer suggested to change the bowl. A new autolog wash kit was ordered. The customer assembled the autolog wash kit properly and started the process again, however, the same issue occurred. There was a blood fluid leakage and the instrument produced the same abnormal sou nd. The instrument was used to complete the procedure. Medtronic received additional information that there was no damage to the instrument or disposable. A centrifuge noise was heard when the instrument was in operation. Liquid was leaking from the bottom of the instrument/device. The sound persisted even though the bowl was replaced. The fill level (fluid) of the reservoir, retention, saline and waste bag at the time of the problem was 2,000 cc. An error warning messages appeared. The error message was that there was air in the piping. The error/warning message was not handled. The patient lost 2000 cc of blood as a result of this leak. A transfusion was necessary as a result of this leak. The noise occurred from the centrifuge. The 2nd wash kit was not replaced to complete the procedure. Medtronic received additional information that the noise was coming from the instrument. The 2000 cc blood loss was due to the leaking wash kit bowls.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.